Event description:
The initial reporter stated they received discrepant results for one patient sample tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas 6000 c (501) module. The sample initially resulted in an hba1c value of 9.0 % and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of 5.2 %. The repeat value was deemed correct. The hba1c reagent lot number was 61749701, with an expiration date of 31-aug-2023.

Manufacturer narrative:
The field service engineer determined there was a hole in vacuum tubing. The tubing set was replaced. The customer ran controls and these passed. Precision studies were performed and were within specifications. The last calibration performed on (B)(6) 2022 was ok and there were no alarms. It was noted that calibrations were performed separately for the two applications used for the hba1c test. Per product labeling, the calibrations of these two applications should be performed at the same time. Quality controls were within range, showing no indication of a reagent performance issue. The investigation determined the service actions resolved the issue.